Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek balloon catheter found blood visible in the guide wire lumen, which is consistent with the being advanced over a guide wire. There was contrast in the inflation lumen and the loosely-folded balloon, suggests that the device was prepared for use and pressurized during the procedure. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a longitudinal rupture in the balloon located over the distal marker, for a length of 3 mm. There was also a longitudinal scratch visible on the outer surface of the balloon at the distal end of the rupture, which may indicate that the balloon experienced mechanical damage some point. The analysis also noted a kink and multiple bends in the hypotube. However, as this damage was not originally reported in the case description, the shaft likely became bent/kinked from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, material deficiencies, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Additional information received form the account stated that the balloon was initially soaked and prepared outside of the body per the instructions for use (IFU). As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was also 90% stenosed and may have contributed to the reported rupture. It was also reported that the balloon was pressurized to 15 atmospheres (atm), which is above the labeled rated burst pressure (rbp). It should be noted that per the IFU, balloon pressure should not exceed the rated burst pressure. [Device improperness and adverse effects may occur.] In this case, inflating the balloon beyond the labeled rbp may have contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the restenosed lesion, such that the balloon ruptured upon inflation attempt above rbp. It was reported that after the balloon ruptured, a perforation occurred which was treated with balloon inflations, followed by successful placement of a xience v stent. The reported patient effect of perforation, as listed in the above IFU, is a known adverse event associated with coronary angioplasty procedures and is not necessarily an indication of a product quality deficiency. Although a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a quality deficiency associated with the product. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database also did not reveal any other incidents reported for balloon ruptures from this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed circumflex lesion, below the bifurcation. The 2.0 x 20 mm mini trek balloon was advanced and dilated; however, the balloon ruptured during the first inflation of 15 atmospheres. A perforation occurred, which was treated with balloon inflations with a non-abbott balloon. A xience stent was implanted successfully. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: balance middleweight universal.guide cath: zenyte al1.5 6f.inflation above rated burst pressure.the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.